Manufacturer narrative:
The product was not returned for analysis. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. (B)(4).

Event description:
A surgeon reported that hypotony was observed two days following glaucoma shunt implantation. The pt was treated by pressure bandage. Two days following surgery, aqueous humor leakage was noted. Five days following surgery, it was noted that there was bleeding in the anterior chamber. The anterior chamber was also noted to be flat and a filtration bleb disorder was observed. Air was injected into the anterior chamber and these symptoms resolved. Three weeks following surgery suture lysis was performed and the procedure was repeated one week later. Three months following initial surgery, the pt was treated with glaucoma medication.